Manufacturer narrative:
Additional data: b5

Event description:
Information was received which confirmed this reported failure is a duplicate of a failure reported in MFR # 3006179046-2023-00171. All relevant information will be reported under MFR # 3006179046-2023-00171 and this record will be voided.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1.

Event description:
Information was received that there was dislocation of the locking bolt. No additional information is available.